Event description:
It was reported to covidien on (B)(6)2010 that a customer had an issue with a peritoneal dialysis catheter. The customer reports the pt had a quinton swan neck catheter placed on (B)(6)2005 and on (B)(6)2009, it was noticed the pt had a leak in his tubing , at the end of the adapter site. Pt used gentamycin ointment at the insertion site and was given no further antibiotics. Tubing defect was removed and new adapter placed.

Manufacturer narrative:
(B)(4). An investigation is currently underway; upon completion, the results will be forwarded.